Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized and treated with meropenem injection (500mg, intraperitoneal, ongoing), imipenem + cilastatin injection (500mg, intraperitoneal, ongoing) and vancomycin injection (500mg, intraperitoneal, discontinued on an unknown date) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and cloudy effluent. Pd therapy is ongoing. It was reported the retraining on the proper aseptic technique was pending. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow up, it was reported the retraining on proper aseptic technique was completed. On an unknown date, the patient recovered from peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.